Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has chronic af and was symptomatic with rv pacing with an increase in the rv thresholds. Patient's symptoms could only be alleviated by programming rv output subthreshold. Later, patient came back with more than 20 shocks and has muscle stim with intermittent rv capture threshold measurements of 8v at 0.4msec. It was further reported that reprogramming occurred to help the patient and a lead revision has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.